Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient¿s mother reported that the patient's blood glucose level rose to 396 mg/dl (22.0 mmol/l) while wearing the pod for an unspecified duration of use. It was reported being unsure if the cannula was properly seated in the infusion site. There was no mention of treatment.